Manufacturer narrative:
Product complaint#: (B)(4). H3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a closed single barrier folder labeled as sa84g. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did this issue contribute to any patient adverse event? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any unexpected outcomes or complications resulting from the prolonged surgery time? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent a high ligation and repair of left inguinal hernia procedure on (B)(6) 2025 and suture was used. During the procedure, the patient used a needle clamp to pull the suture, which suddenly broke. The doctor tied the knot again and pulled the suture, causing a delay in the surgery for the patient. The procedure should be high ligation and repair of left inguinal hernia. No adverse patient consequences were reported. Additional information was requested.